Event description:
The customer reports back to back results of; 480 vs. 162 mg/dl and 205 vs. 480 mg/dl. No report of an adverse event. L1 was run and in range. Return requested and replacement was sent.